Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
Valve was changing by his own to 180mm, after that no pressure-change was possible. They explanted it and put in a new one. Implantation date: (B)(6) 2008. Explantation date: (B)(6) 2016.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 160mmh2o. The valve was hydrated for 24 hours. The valve was visually inspected, it was noted that the proximal connector was missing. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4) and programmer 82-3190 with serial number (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. A metal connector was attached to the valve. The valve was flushed, no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested at 160mmh2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the cam mechanism, and on the base plate. Review of the history device records confirmed the valve product code 82-3100 with lot cjhb4p, conformed to the specifications when released to stock in 16th february 2008. The root cause of the problem is due to biological debris found on the spring, on the spring pillar, on the cam mechanism and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.